Manufacturer narrative:
Analysis of the desktop charger (s/n (B)(4)) revealed a broken connector pin.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37761, serial#: (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient¿s desktop charger (dtc) connector pin broke, the patient¿s device was completely discharged and the patient had sudden severe symptoms. It was noted the connector pin was not stuck in the ins recharger (insr). A replacement dtc was sent. No further complications are anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.